Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a crack formed at the start of the PICC line while the patient was at home. According to follow up with the initial reporter, it is not known if the patient experienced any adverse effects due to this occurrence. No additional information has been provided regarding patient outcome.

Manufacturer narrative:
Investigation - evaluation: a review of quality control data, specifications, trends, imaging and visual inspection of the returned device was conducted during the investigation. One turbo-ject standard power injectable PICC line PICC was returned for evaluation. Visual examination noted the clear tubing was partially separated from the purple hub. Radiographic images were also provided and reviewed. It appeared that the failure originated at the molded transition between the silicone extension tubing and over-molded plastic hub. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and results of the investigation, a definitive root cause could not conclusively be determined. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.